Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro by the patient's family that the patient had passed away due to complications from cardiac arrest about eight months after implant. There were no reports of device-related issues from the patient prior to the passing. Nevro had attempted to obtain a medical assessment from the implanting physician but no additional information was available.